Manufacturer narrative:
Physician reported during implantation of the lal, the posterior capsule was ruptured with the leading haptic of the lens. The physician was able to implant the lens into the sulcus without further issue. Rxsight's first awareness of the issue was 9/22/2021. The device history record for the lens could not be reviewed as the site did not provide the serial number of the lens. The lens remains implanted in the patient's eye.

Event description:
Physician reported during implantation of the lal, the posterior capsule was ruptured with the leading haptic of the lens. The physician was able to implant the lens into the sulcus without further issue. Rxsight's first awareness of the issue was 9/22/2021.